Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 4.6/3.2. The patient was told to hold his coumadin dose for two days. The device was replaced and requested to be returned for evaluation.